Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Shunt had to be explanted because the pre-connected siphon guard was detached from the valve.